Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the dimming function not working and the dark image was resolved when the customer was instructed to replace the lamp of the light source device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center's brightness adjustment does not work, but the endoscopic image is distinguishable. When the doctor got into the bowel, the brightness did not adjust and the images were dark. There were no error messages observed as a result of the event. This occurred during a procedure; there was no delay or medical intervention required. The diagnostic/therapeutic outcome of the procedure was not affected, and the procedure was completed using the same device. There was no report of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported that the brightness on the evis exera iii video system center was not auto adjusting and that the images were dark. Troubleshooting efforts were made and the customer was instructed to power off the evis exera iii video system center(cv-190)/evis exera iii xenon light source(clv-190) and ensure both light guide cables were secure. The lamp hours were reviewed to be 500 hours at the time. Tac instructed customer to replace the xenon lamp(maj-1817). Upon following up the next day, replacing the lamp resolved the reported issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This report is related to linked patient identifier (B)(6) nd submitted medwatch #(B)(4).